Event description:
It has been reported to us that the occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and inserted the aspiration catheter and aspirated the vessel. The physician removed the aspiration catheter and attempted to deflate the occlusion balloon and it would not deflate. The clinical rep was present for the case and advised the physician to separate the back end of the hypotube located outside the patient, but the occlusion balloon did not respond. The physician was advised to cut the occlusion balloon wire above the maker band, but still the occlusion balloon would not respond. The physician was advised to cut the occlusion balloon wire a second time. The occulusion would still not deflate. The physician pulled the occlusion balloon wire to the tip of the guide catheter and ruptured the occlusion balloon to remove it from the patient. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.